Event description:
A peritoneal dialysis pt called in to report that she has had some moisture/leaking in the cassette area of her cycler. There is no sample available for eval. There is no report of pt ill effect.